Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient synched with the ins and saw that it was full, turned off, and the programmer battery was at a quarter. The patient was on group a on program 1, but stimulation was set at 0.00v. When stimulation was turned back on again it reached the maximum at 0.50v. The patient didn¿t feel stimulation. It was reported that the patient was zapped when she used the programmer, and now the hcp didn't want her to use the device anymore. It was noted that the patient was not getting pain relief from stimulation. It was later clarified that the patient felt zapped because stimulation was too high, thus the hcp put a limit on how high stimulation should be set, which was at 0.50v. A manufacturer representative planned to follow-up with the patient and perhaps adjust stimulation since the patient wasn't getting pain relief. It was later reported that there was no planned intervention. The patient was pain free and doing great.

Manufacturer narrative:
(B)(4).